Manufacturer narrative:
The customer reported the tubing broke apart at the blue part, and returned eight unused samples of material 2420-0007, lot 25065436. The customer also returned a photo of the incident on intake. Upon initial visual examination, the sets had no defects or abnormalities. The photo provided verified the complaint of separation at the lower fitment, solvent connection. The 8 unused tubings that were returned did not separate, and the photo is the verification for this issue. The manufacturing plant found the root cause for the tubing separation to be related to incorrect solvent assembly procedure. A re-training for the correct use of fixture to assure the correct amount of solvent between the components was carried out on august 11th, 2025 for production personnel. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following. It was reported by the customer that the IV breaking off the blue side of the product.